Event description:
The device was used during a thoracotomy procedure. Reportedly, the staple line did not hold. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.